Event description:
¿Caller alleged imprecision with inratio meter. Results as follows:¿ 6.1 and 3.9. Caller did not have list of medications or conditions of the pt to provide. She did not have the strip lot and the serial number for the meter that was used at the time.

Manufacturer narrative:
Inratio precision data provided by end-user: date: (B)(6) 2011, 1st inr = 6.1 inr, 2nd inr = 3.9 inr, mean = 5.00, sd = 1.56, %cv = 31.11. Since % cv is more than 20%, the test failed the criteria for precision. As of (B)(6) 2011, no product is expected to return nor strip lot info provided; unable to perform in-house testing. No further investigation is possible at this time without this info. Root cause could not be determined with the info customer provided. Analysis of the client¿s data from repeated inratio tests revealed that test result comparison did not meet precision criteria. No strip lot info was available. No product was expected to be returned. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.